Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is broken. Upper and lower cases and side bail covers are broken. Heart block and lead flex cover are contaminated. One side bail is missing.